Event description:
It was reported that the right ventricular (rv) lead was intermittently oversensing, resulting in the patient receiving 80 inappropriate shocks and experiencing periods of asystole. It was further reported that the lead exhibited high impedance and was confirmed to be fractured. The device was reprogrammed and then turned off prior to being explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: d314trg implantable cardioverter defibrillator (ICD): (B)(6) 2013. A 5076 implantable pacing lead: (B)(6) 2004. A 4193 implantable pacing lead: (B)(6) 2004. (B)(4).